Manufacturer narrative:
The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a broken reservoir tube lip, cracked belt clip slot at the battery tube threads, cracked battery tube threads, cracked case at a display window corner and minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed during a set change. The mother did not recall the blood glucose reading. She was advised to disconnect the customer from the insulin pump. The insulin pump had fallen a year prior by 2 feet. The customer's mother reported that the drive support cap was missing. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.